Event description:
The report the co received from the affiliate indicated that the balloon burst during pre-dilatation of the left superficial femoral artery. The pressure at which the balloon burst is not known. The target site was heavily calcified, non-tortuous, and 100% stenosed. The product was reported to have appeared perfect out of the packaging, and no anomalies were noted during prep. There was no report of any adverse effects to the patient.